Event description:
It was reported that the device exhibited unexpected longevity, and reached elective replacement indicator (eri) in less than four years. Additionally, the left ventricular (lv) lead exhibited high thresholds. The device was explanted and replaced, and the lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead - (B)(6) 2007, 4074 implantable pacing lead - (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.